Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse contacted the customer who confirmed it was a user error. The iabp is functioning per specification, and is in use on a patient. The full name is (B)(6); no returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm, serious injury, or adverse event was reported.